Manufacturer narrative:
The two devices associated with this event are captured in medwatches with patient identifiers (B)(6) (maj-2315) and (B)(6) (tjf-q190v). This medwatch is for the patient identifier (B)(6). The device is not returned. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, after an unknown procedure, while withdrawing the device, the distal cap fell off. The doctor retrieved the distal cap with the fingers. No other device was needed for the retrieval of the distal cap. There is no harm or adverse impact to the patient. There are two devices associated with this event, the distal cap and the scope.

Manufacturer narrative:
Additional information has been received for this event from the customer. Correction is being made to component code. This supplemental report is being submitted to provide this information. Initials of the patient are (B)(6). Pre-existing medical conditions of the patient are not provided.

Event description:
Addendum feb 6, 2023: the procedure was therapeutic endoscopic retrograde cholangiopancreatography (ercp). Event was found at the end of procedure while withdrawing the device while still in the procedure room. The distal cover dislodged from the device and fell into the patient. The distal cover was found in the patient¿s mouth. The patient did not need to be given additional anesthesia. There was no harm to patient. The patient is currently in hospice care. The distal cover was inspected prior to use with no anomalies noted. No anti-fog agent was used on the device lens. No chemicals, such as lubricant or defoamer that could adhere to the tip of the device or the distal cover were used during the procedure . After attaching the distal cover to the device, the distal cover was inspected for damages with no damage observed. The device has never been serviced by a third-party. General steps taken to make sure connection between the device and the distal cover is secure: once the distal cover is attached to the scope, the distal cover is pushed all the way down to make sure the distal cover is properly seated on the distal tip on the scope. Then, the light on the scope is turned on for the scope to make sure the distal cover is sitting properly and is attached correctly to the scope. The distal cover is twisted and pulled to make sure the distal cover is firmly attached and does not come off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to the distal end of the scope had some anomaly, such as adhesion of foreign material or, the distal end received larger stress during the procedure such as friction load by twisting / pushing / pulling in body than the one the user applied during the inspection prior to use (pulling or twisting stress). However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.